Event description:
Surgeon reported that he has noticed blue fibers in two pt's post-operatively; the fibers remain in the eye of the pts. The surgeon believes this will not be a problem and has not caused any complications. The surgeon would not provide pt identifiers or lot numbers involved for the custom pak.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. This report was mailed to the FDA on: (B)(4) 2010. (B)(4).